Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead's threshold elevated and the lead dislodged. It was further reported that there was no capture on the lv lead and an apparent lead fracture. The lead could not be repositioned and was extracted and replaced. No patient complications were reported as a result of this event.